Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead was fractured midpoint during the laser extraction phase of the procedure. As the physician was in attempt to laser extract this lead, however, it was fractured midpoint. A remnant of the distal portion of the lead remains in patient. A new lead was implanted and successfully connected to the chronic pacemaker and chronic ra lead. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (rv) lead presented high impedance measurements and an increase in the capture threshold, however these measurements later on dropped. At a later date, during the explant procedure for this rv lead was fractured at its midpoint during the laser extraction phase of the procedure. A remnant of the distal portion of the lead remains in patient. A new device was implanted. At this point no further information is available from the field. The device has been returned and is pending analysis. No additional patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that this right atrial (rv) lead presented high impedance measurements and an increase in the capture threshold, however these measurements later on dropped. At a later date, during the explant procedure for this rv lead was fractured at its midpoint during the laser extraction phase of the procedure. A remnant of the distal portion of the lead remains in patient. A new device was implanted. At this point no further information is available from the field. No additional patient effects were reported.